Manufacturer narrative:
Engineering evaluation of the complaint product found that the pilot hole for the pin that holds the bell housing to the driver is out of specification resulting in the pin not being placed into the parts sufficiently and thus resulted in the failure. Attempts to recreate the reported issue on the other three pieces from this lot were unsuccessful. In an effort to prevent further issues of this nature, these custom instruments will not be returned to service. As this is a custom device and all pieces of the lot were returned for evaluation. The need for corrective action was not indicated.

Manufacturer narrative:
Device has not been returned to the manufacturer for evaluation. Should it be received a follow-up report will be filed to provide evaluation results. Review of manufacturing history records found that 4 pieces of this lot were release for distribution on 8/24/2016 with no deviation or anomalies. Two-year complaint history review did not reveal any previous reports of this nature for this part number. Without the ability to evaluate the device, root cause could not be determined. Device not returned to manufacturer.

Event description:
During a procedure performed on (B)(6) 2016, the bell housing on the retention bone screw driver, stop flange (c2592) broke loose while placing a 6.5mm x 50mmm modular reform pedicle screw. As the bell housing would act as a positive stop, when the bell housing failed and slid up the shaft the screw was inserted into the vertebral body, possibly through the far side cortex. Once the doctor was aware of the position of the screw, it was removed and replaced with a 7.5mm diameter modular reform screw. The patient's neurological functions were checked in the or and deemed normal. In addition, the sales representative indicated that as of (B)(6) 2016 the patient was not exhibiting any adverse effects nor has any injury as a result of the malfunction. There was a delay to the procedure of approximately 5-8 minutes due to the reported issue.